Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted several of the medications the patient was receiving have been documented to increase results. Based upon the information provided for investigation, most likely a combination of the patient's condition and the administered medications were responsible for the high result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable alt (alanine aminotransferase) result for one patient. The initial testing and automatic repeat testing gave no numeric result but gave a data flag. The sample was repeated with a 1:2 manual dilution and no numeric result was given except a data flag. The sample was repeated with a 1:10 manual dilution and the result was >7000 u/l with a data flag. This result was reported outside the laboratory. On (B)(6) 2014, the sample was repeated with a 1:10 manual dilution and the result was 480 u/l. The repeat result was believed to be correct. The patient was admitted through the ER on the basis of the >7000 u/l result with a diagnosis of elevated liver function test and received treatment. The customer stated the patient's current status was "doing fine", but could not provide any further information concerning the treatment provided. The alt reagent lot number was 69433301 with an expiration date of 03/31/2015. The field service representative could not find an issue with the instrument. He checked the rinse tubing integrity and for proper cell rinse dispense level, checked for proper vacuum pressure and cell evacuation, checked the sample and reagent probes and mechanisms for proper adjustments and checked syringes and mechanism tubing for possible leaks. He performed photometric current monitor and ultrasonic mixer checks, verified the photometer check was within specifications, checked the incubation bath for any foreign material contamination and verified proper main pump and gear pump pressures. He ran a 15 cup precision check using pooled serum. No high recovery was observed during the precision check. The customer ran qc which all recovered within their guidelines.